Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine a manufacture date.

Event description:
The customer alleged that he performed control tests and rec'd results between 200-240 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer declined to troubleshoot further or provide any add'l info. He was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.